Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 40 in ext w/2 vlv ports experienced defective/damaged tubing. The following information was provided by the initial reporter: unable to remove cap from female end of carefusion 303 alaris smartsite IV extension set for setup. Cap would not turn and hemostat needed to be used for removal. Only then the cap was removed, but tubing was broken inside and appeared to be melted. This issue also happened with a second set of tubing as well after the first one failed. Both sets are available for inspection by manufacturer. Was the original intended procedure? Run IV medication what problem did the user have 9check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); reply what was the date and time of the event? 8/5/20 ¿ I don¿t have a time what was the tubing set lot number that was in use at the time of the event? There are 2 sets ¿ both are lot number (10)20036336.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/16/2020 investigation conclusion the customer reported ¿unable to remove cap from female end of carefusion 303 alaris smartsite IV extension set for setup¿. Received from the customer were two new unused in open original package extension sets model 37262e lot 20036336. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed on both sets that the top of the white female luer cap (p/n 1008-000-101) was broken off; with the bottom tip lodged in the female luer (p/n 630-01363). Further visual inspection of the damaged components under a microscope observed evidence of solvent inside the female luer where the bottom tip of the cap is lodged. Stress markings was observed on the lodged broken tip's surface where the caps were twisted when trying to be removed by the customer. No other abnormalities were observed on the sets during visual inspection. An attempt to remove the broken off bottom female luer cap tips from inside the luers was unsuccessful. Functional testing was not performed due to the visual confirmation of the reported event. Bd tj/manufacturing was notified of the observed event. Tj failure investigation memo attached to trackwise file. The device history record for extension set model 37262e lot 20036336 was performed. The search showed that a total of 8,800 units in 1 lot were built on 18 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of unable to remove cap from female end of carefusion 303 alaris smartsite IV extension set was confirmed on both received extension sets model 37262e. The root cause of the inability to remove cap from female luer was identified as an assembly error by the operator during the manufacturing process. H3 other text : see h10.

Event description:
It was reported that 2 40 in ext w/2 vlv ports experienced defective/damaged tubing. The following information was provided by the initial reporter: unable to remove cap from female end of carefusion 303 alaris smartsite IV extension set for setup. Cap would not turn and hemostat needed to be used for removal. Only then the cap was removed, but tubing was broken inside and appeared to be melted. This issue also happened with a second set of tubing as well after the first one failed. Both sets are available for inspection by manufacturer. Was the original intended procedure? Run IV medication. What problem did the user have 9check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working). -what was the date and time of the event? 8/5/20 ¿ I don¿t have a time. -what was the tubing set lot number that was in use at the time of the event? There are 2 sets ¿ both are lot number (10)20036336.